Manufacturer narrative:
The returned device was evaluated and the pod was received with the formed needle visible in the exposed portion of the soft cannula. The needle mechanism partially retracted after opening the pod, stopped from fully retracting by a bend in the formed needle. Inspection of the internal components found score marks on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. The misalignment created contact between the linkage assembly and the top housing that prevented the needle mechanism from fully deploying and retracting. This prevented the formed needle from retracting and prevented the soft cannula from becoming properly inserted in the infusion site. Inspection of the fluid path found the formed needle to be bent and the distal tip of the soft cannula to be damaged. Though these components were damaged, fluid flowed through the complete fluid path. It could not be determined when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for less than an hour the cannula had not fully inserted into the infusion site. In addition the pod's needle was found to have not retracted upon initial activation.